Event description:
Customer using protime reports lower than expected inr results for two pts vs. A non-specified lab instrument. This report is for pt 1 of 2. Pt therapeutic range is 2-3 inr. Customer reports protime 2.2 inr result from venous sample. Repeat protime test per labeling not conducted, but venous sample sent to lab with 3.2 inr result. Coumadin dosage decreased based on lab result. No adverse event, serious injury or intervention reported.

Manufacturer narrative:
Results and conclusions - MFR evaluation / investigation currently in process.